Event description:
It was reported that the stimulator was charged once a week as instructed. Although it is not every time, they feel like a seizure occurs several times in the same day after charging is completed. When asked about the circumstances under which the attack occurred, it was confirmed that when trying to do something after charging, there were several instances where a sudden rush was felt and a seizure occurs, and that a minor attack might occur during the next charge. The cause was unknown and different approaches were being attempted. The recharger was applied to charge the stimulator, and since the stimulation intensity does not change, the patient was told that there may be other causes. The patient was asked to inform the physician on the situation and to also consult about the intensity. The issue was not resolved.

Manufacturer narrative:
B3: event date is not known. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.